Event description:
Pt has complained that the needles on the syringes are dull and hurt when he injects himself with his insulin. Today, the pt brought in a syringe where the needle had gone back into the chamber when he tried to inject himself - you can see the needle inside the syringe, not loose, but looks as if the glue did not hold the needle in place. These are the 1ml 100 unit syringes 31 gauge, 5/16 inches -short needle- lot #7cpt 1 mfd: 03/07 exp: 03/12. Dates of use: 1. 2008.